Event description:
It was reported that during an implant attempt, the lead threshold measured high when the lead's helix was not extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) : the full lead was returned and analyzed. No anomalies were found.